Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed the fill estimate was lower than expected multiple times in the past. There was no reported impact to the customer's blood glucose level. As the issues had occurred in the past, tandem technical support was unable to perform troubleshooting to determine a possible cause of the fill estimate issue.